Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing and high voltage (hv) shock due to a supraventricular tachycardia (svt) rhythm. The hv shock induced ventricular tachycardia (vt) which was unable to be terminated by the device with an additional hv shock. The device was reprogrammed to resolve the event. The patient was stable.